Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number was w8493 with an expiration date of 23-mar-2025. Calibration was last performed on 01-aug-2024 and was acceptable. The field service engineer (fse) found a detergent vacuum tube leaking under the analyzer. The fse replaced the rinse vacuum tubing. A 21-cup precision was completed with results within specification. The service actions resolved the issue.

Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas 6000 c501 module. The initial result was 164 mmol/l. The repeat result from a different c501 module was 133 mmol/l. The repeat result was believed to be correct.